Event description:
It was reported that prior to a procedure, the packaging of the farawave pulsed field ablation catheter was ripped, and it was unclear whether the package was ripped prior to removing it from the box or if a non-lab staff member putting the package into the pyxis. A different catheter was used for the procedure. There were no patient complications. The catheter is expected to return for analysis. It was further reported that no picture or image is available. However, the rip broke sterility and was never handed off to their sterile field. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. The packaging was not returned with the complaint device, and no photo of the issue was provided a cause for the packaging issue could not be established. Catheter deployment to basket and flower was tested multiple times. No resistance was noted, and full deployment was successful on every attempt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a procedure, the packaging of the farawave pulsed field ablation catheter was ripped, and it was unclear whether the package was ripped prior to removing it from the box or if a non-lab staff member putting the package into the pyxis. A different catheter was used for the procedure. There were no patient complications. The catheter is expected to return for analysis. It was further reported that no picture or image is available. However, the rip broke sterility and was never handed off to their sterile field. The catheter is expected to return for analysis.